Event description:
Health care facility reported that a pt had developed itching, redness and skin blistering under the chg gel pad. The redness was also moving beyond the edge of the dressing. The PICC line was removed. It is unk if sureprep skin protectant (in the IV's change kit) was applied to the pt's skin and if so, it is unk if the skin protectant was allowed to completely dry.

Manufacturer narrative:
Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.